Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
User facility medwatch received stating: pt was admitted into ccu for chest pain, and st segment elevation pt was taken to the cath lab with the plan to place a coronary stent. When passing the balloon, the balloon would not inflate. This product was removed, and new device obtained, the second balloon did inflate. Device failure. Additional information received: it was reported that the procedure was to treat an in-stent restenosis of the left anterior descending artery. A 2.5 x 12 mm rx trek balloon was being inflated, the balloon ruptured at 8 atmospheres. Another 2.5 x 12 mm trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.